Manufacturer narrative:
The returned b-v243q-a extraction balloon v lot # 95v 13 was evaluated for ¿balloon burst¿ when trying to withdraw from the pancreatic duct issue. Visual inspection was performed on a received condition and was unable to test or inspect the balloon on the device as the subject balloon was missing and was not returned. The tube is inspected and found that it was severely kinked from the distal end. Based upon the evaluation and investigation results, the likely cause of the balloon burst and severely kinked tube of the device is due to mishandling.

Event description:
It was reported that during an unspecified procedure, the balloon burst when trying to withdraw it from the pancreatic duct. The balloon was removed from the patient and was intact upon removal. There was no patient harm or injury reported due to the event.

Manufacturer narrative:
The returned b-v243q-a extraction balloon v lot# 95v 13 was evaluated for ¿¿balloon burst¿ issue. Visual inspection was performed on the received condition and were unable to test or inspect the device as the balloon was not returned. The tube is severely kinked from the distal end side. In summary, based on the evaluation and visual inspection results, the cause of the severe kink on the tube is due to mishandling.